Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 04/24/2019. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. The fse advised the customer to run performance verification testing and if it passes there is nothing to replaced and that the alarm could have been caused by the circuit. The customer ran performance verification testing and the unit passed. No parts were required to be replaced.

Event description:
It was reported that the unit declared a patient disconnect alarm while in use. The device was in use at the time of the event; however, there was no patient harm. Event date not specified, estimate used.